Event description:
Customer reported experiencing high blood glucose readings of 250 mg/dl. Customer stated that she took a bolus and her blood glucose readings are now 400 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.